Manufacturer narrative:
The sheaths both exhibited a jagged edge at the blue hub. The sheath-dilator is a purchased component, and a scar was issued to the supplier. The supplier stated that the returned samples represent acceptable product and that there was no non-conformance observed. The jagged edges noted are inherent to the hub material used to product the parts (material that cannot and will not be made softer during manufacturing), and are indicative of an acceptable mold process and hub break; this "tailing" is a result of proper flow and adhesion of the hub material.

Manufacturer narrative:
A review of the dhrs and inspection records was conducted and no similar concerns were found. One catheter and two split sheaths were returned for evaluation. The catheter exhibited a jagged edge at the distal end, which had separated from the rest of the catheter at the 12 cm marking. The sheaths both exhibited a jagged edge at the blue hub. The sheath-dilator is a purchased component. A scar has been issued to the supplier to document the root cause(s) and corrective action(s) of the user issue. A follow-up report will be submitted with the information that the supplier provides.

Event description:
During the placement of a PICC 2.8f, an accessory kit is used to help get the catheter inserted into the vein. One of the components of this kit is a peel away sheath with dilator. This component guides the cath into the vein. Once the cath has been inserted, the sheath can be pulled apart and removed from the insertion site. The problem is that the sheath, which usually tears quite easily, did not tear apart easily. The effort required to tear it apart caused a hole in the PICC. It was detected during the insertion process. Unfortunately, the vein was lost (very small patient) and a PICC was no longer an option.